Manufacturer narrative:
Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a suprapatellar tibial nail procedure on (B)(6) 2018, the tip of a driving cap broke while driving the nail. This occurred outside of the patient, and no action was needed to remove the fragment from the patient. The protection sleeve, straight, was also bent while reinserting the nail. A second set of instruments was opened due to the device issues. There was a 2 minute surgical delay reported. There was no patient consequence reported. Concomitant device: tibial nail (part: unknown, lot: unknown, quantity: 1), hammer (part: unknown, lot: unknown, quantity: 1). This report is for a 12.0mm protection sleeve straight for 8mm-11mm nails. This is report 2 of 2 for (B)(4).